Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during impaction, the anchors fractured leaving the tip of the anchor separated from the rest. There was a delay of about 10 minutes. Although there was patient involvement, there was no serious injury reported within the case. The procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: the anchor tip broke off. The anchor tip piece was received with the device. The probable root causes for the reported failure involving this device could be due to excessive force applied by user to device or hard bone. (B)(4).

Event description:
It was reported that during impaction, the anchors fractured leaving the tip of the anchor separated from the rest. There was a delay of about 10 minutes. Although there was patient involvement, there was no serious injury reported within the case. The procedure was completed successfully.